Event description:
Same case as 6000093-2006-02332. It was reported that a post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006, in which the pt was admitted with non-st segment elevation mi with a significant lesion in the ostium of the right coronary artery (rca) as well as the circumflex (cx) artery. The physician dilated the rca with a 2.0 x 6 mm sprinter balloon then placed a 2.5 x 13 mm cypher stent with excellent results. The 3 lesions located in the cx were pre-dilated with a 2.0 x 6 mm flextome balloon. At this point it was noted that a small linear dissection may have occurred. A taxus express2 2.5 x 12 mm drug eluting stent was deployed to the mid cx, followed by a taxus express2 2.5 x 16 mm drug eluting stent to the proximal 2 lesions in the cx. Angiography showed excellent results, no flow limitations or dissection. Pt status is satisfactory post procedure, no reported complications. Medications used during this procedure include; angiomax, nitroglycerin, verapamil, fentanyl, versed and integrilin. Five days post procedure the pt presented with chest pain and eeg changes. The pt was also on levophed for low blood pressure and IV nitroglycerin for pain. Angiography showed the cx was totally occluded in the mid region and there was total occlusion proximally in the rca. At this point, the procedure was stopped, as the pt had worsening renal function and was at high risk for further intervention. The pt was weaned off levophed and able to maintain pressures and a decision was made to manage the pt with medical therapy. No add'l info is available regarding this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.